Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an episode of vf, multiple high voltage shocks did not revert the patient back to the sinus rhythm. The vf spontaneously terminated. The patient was brought in for a dft and was induced via dc fibber and terminated on the first shock. The patient was stable.